Manufacturer narrative:
Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 1627487-2019-06271.

Manufacturer narrative:
Concomitant medical products: drg lead and therapy dates: unknown. Further information was requested but unable to obtain. The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-06271. It was reported the patient experienced loss of therapy. In turn, surgical intervention was under taken on (B)(6) 2019 wherein the leads were explanted and replaced. Reportedly, therapy was resumed post operatively.